Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with or charge his ipg. The patient has experienced weight fluctuations since his ipg was implanted. An sjm representative met with the patient and was barely able to palpate the ipg even pressing hard. X-rays were taken and did not show any abnormalities. Surgical intervention is pending to address the issue.